Manufacturer narrative:
Investigation summary: bd had not received samples, but (B)(4) photos were provided for investigation. The photos were reviewed and the indicated failure modes for loose and bent needles were observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of loose and bent needles were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of loose and bent based on customer photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® precisionglide¿ multiple sample needle, the nurse noticed some needles are wandering around without caps in the box and are damaged, twisted and others have the opening labels already cracked on (B)(4) devices. No patient impact reported.